Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
During a coronary atherectomy procedure, the target lesion in the left anterior descending artery (lad) was treated with three passes of the csi diamondback orbital atherectomy device (oad) on low speed. No imaging was performed and the IFU recommended wait time between treatments was not followed. The patient was stable at this time. It was recommended that the device be operated at low speed only due to the tortuosity of the vessel, however the physician performed an additional four passes on high speed. Following these treatment passes, the patient presented with chest discomfort. The oad was removed, imaging was performed and no flow and closure of the vessel were noted. An angioplasty balloon was inflated multiple times and an antiarrhythmic was administered, however no change was noted. Imaging showed no evidence of perforation or dissection. The blood pressure of the patient decreased and a ventricular assist device was inserted for hemodynamic support. The patient entered ventricular fibrillation and was defibrillated twice while cardiopulmonary resuscitation was administered. Following forty-five minutes of resuscitation efforts, the patient expired.